Event description:
Patient on continuous infusion of flolan - continuous high pressure alarm on pump. Went to ER - central line clogged - could not clear line. Piv started to maintain infusion and scheduled line replacement.